Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons on the insulin pump had become hard to push. Customer also reported that the insulin pump doesn't always complete its rewinds and that they cannot clear or escape certain screens. No further details were given. Product will not be returned for analysis.